Event description:
Customer reported receiving a sensor error alarm. The customer's blood glucose was 48 mg/dl. She had treated her blood glucose with food. The customer stated her first sensor was not bent. She also stated her second sensor's needle was stuck in the serter. The customer was advised to call back if she had any calibration issues. No additional information provided.

Manufacturer narrative:
Reliability analysis: inspected 1 opened/used enlite sensor and performed bicarbonate buffer test dop114-830. Sensor passed with accurate readings.